Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to high thresholds and high impedance, prompting the physician to provide a new system for the patient.